Manufacturer narrative:
The reported event that the scs system was non-functional was not confirmed. As received, the penta lead was cut and incomplete, consistent with explant damage. Only two terminal end segments measuring about 1cm each were received, therefore, a thorough analysis could not be completed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17758. It was reported the system was non-functional. In turn, the system was explanted.